Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. Due to the limited information available, the reason for this valve in valve procedure cannot be determined. It is possible that unknown patient factors may have contributed to the event. At the time of this report, there is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by implant patient registry through receipt of an implant card, a 23 mm sapien xt valve was implanted in the aortic position via transfemoral approach. Nine years post implant a 23 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. The cause of the valve in valve (viv) procedure is not available at this time.